Manufacturer narrative:
Device was not returned to MFR for evaluation. Unable to determine the cause of the event.

Event description:
Reported that x-rays taken approx two weeks post op showed that a setscrew backed out. The pt is reportedly doing fine and a revision surgery is not planned.